Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#:(B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: implantable neurostimulator. (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). A decrease of charging efficiency and battery capacity was observed. It was reported that the charging frequency of both inss changed from once a week to once every three days. It was noted that time-related deterioration was inevitable, but it was considered the change was not supposed to be so rapid. It had been seven years (provided implant dates dispute this) since the inss were implanted. The issue occurred through normal use. Both inss were explanted and replaced with battery-powered devices and the event was considered resolved. Recharging statistics noted the patient typically had 8 coupling bars. Recharge sessions lasted between 0 and 3.5 hours. Five out of six recharging sessions for each ins were ended before the ins was charged to 100%. The left ins was programmed at c+0-, 2.1 v, 60 usec pulsewidth (pw), 125 hz (left gpi 1) and c+2-, 1.0 v, 90 usec pw, 125 hz (left gpi 2). The right ins was programmed at c+3-, 2.0 v, 60 usec pulsewidth (pw), 125 hz (right gpi 1) and c+1-, 2.6 v, 60 usec pw, 125 hz (right gpi 2). No patient symptoms/complications were reported as a result of the event. It was reported the patient was implanted for parkinson's disease; however, additional information noted the patient was implanted for dystonia, so the indication for use is not clear.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was implanted for dystonia. The parameters were tried in a variety of different ways, and the condition of the patient has calmed down. The following patient settings were provided: right interleaving: 1) c (+), 1 (-) 150¿s, 125hz, 2.7v 2) c (+), 2 (-), 90¿s, 125hz, 2.7v left side: 0 (-), 1 (+), 90¿s, 130hz, 3.3v.

Manufacturer narrative:
D2/g5: please note that this device was used in an off-label manner as it was implanted for dystonia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. No significant anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.